Event description:
The customer reported "fluid leaking." They had their engineer look at the unit and they cannot tell where it was leaking from. They also stated they cannot tell if the liquid is colored or clear. There were no physical complaints reported. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Capital equipment, evaluated at customer site. The fse found system leaking from a crack on the drain flange of the basin. The fse replaced the basin assembly and tested for leaks. System performs to specifications. Basin assembly.